Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was caller reported that for about a month they have been experiencing pocket pain and shocking in their ribs. Caller stated that they have lost a lot of weight and were in need of reprogramming. Caller also mentioned that they've had conversation about a possible revision procedure. Caller stated that their primary care healthcare provider (hcp) instructed them to contact manufacturer directly to coordinate an appointment to meet with a field manufacturer representative (rep). Caller also mentioned they didn't have a managing hcp and have an upcoming appointment with a new neurologist. Caller stated they only had a primary care physician at this time. Agent reviewed information and sent an email to the field requesting a call back to the patient.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.